Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ping meter would not power on. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 12:00 midnight, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. At that same time, the patient experienced the symptoms of dizziness and nausea. The patient did not take any actions due to the meter issue. The patient manages his diabetes with insulin pump therapy. The patient did not seek any medical attention or treatment. Troubleshooting revealed the meter was not new, there had been no misuse, and the battery did not need to be replaced. The issue was not resolved. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms were not indicative of severe injury and he denied seeking medical attention. However, as the meter power issue was not resolved this complaint is being reported.